Manufacturer narrative:
This importer report was submitted according to additional information received related to this event. Based on the update received on 2020-oct-12 the patient sustained fractures of 4 ribs and was immobilized for more than 15 days. Therefore, this information caused a need of the importer adverse event report submission.

Event description:
Arjo was notified about an incident with involvement of concerto shower trolley. It was reported that during shower, a patient was put on her side by the caregiver and when the patient was holding the side support, it opened and the patient fell off the trolley's stretcher. Initially it was reported by the customer facility that the involved patient sustained hematomas on knees and arms. Based on the additional information received on 2020-oct-12, the patient sustained fractures of 4 ribs and was immobilized for more than 15 days. Current patient's condition is unknown.